Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had high blood glucose levels. No exact blood glucose levels were provided. The customer reported being brought to the hospital for high blood glucose levels a year ago. The customer reported wearing the insulin pump at the time of hospitalization. No additional information was provided.